Event description:
A customer reported delivery of incorrect replacement adc device (sensor instead of reader). The replacement device was issued as customer had reported the reader would not power on with either button press or test strip insertion. Due to delivery delay, customer reported experiencing a seizure due to hypoglycemia. However, the customer was reportedly able to self-treat with glucose gel and glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is per the customer report of "a week ago". All pertinent information available to abbott diabetes care has been submitted.